Manufacturer narrative:
Checked reservoir snap-caps width dimensions. Found snap-cap too tight to connect/lock/release properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer also reported that the reservoir would not disconnect from the tubing. The reservoir will be returned for analysis.